Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device showed an alert for eri. Technical support was contacted to confirm that the eri alert was false and suggest reprogramming, which was performed to resolve the event. The patient's condition was stable and there were no adverse consequences.